Manufacturer narrative:
Device evaluated by MFR? Code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns had been explanted due to infection approximately 2 months after being implanted. No further relevant information has been received to date.